Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp on (B)(6) 2019. It was reported that the motor stall resolved within the normal two hour time frame. The motor stall was resolved. The patient¿s weight at the time of the event was reported. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding the patient¿s implantable drug infusion device. The drugs being delivered were clonidine at 23.196 mcg/day, bupivacaine at 1.1598 mg/day, and morphine (unknown) at 1.1598 mg/day, all with unknown concentrations. The reason for use was malignant pain. It was reported that there was a ¿100¿ motor stall alert/code on the myptm application. The patient recently had an MRI. They left the MRI facility at 10:30am ((B)(6) time) on (B)(6) 2019, and it was unknown if it had been less than 2 hours since the patient exited the MRI. It was not confirmed the alarm resolved within 2 hours of exiting the MRI. The caller was redirected to follow up with the healthcare professional (hcp) to check the pump motor stall. There were no symptoms reported. There were no further complications reported/anticipated.